Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer reset the pump and resumed insulin therapy successfully.